Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device address in MFR report number 2938836-2018-13241. It was reported that the patient underwent upgrade of device on (B)(6) 2019 and the old rv pacing lead was abandoned. On (B)(6) 2018 the patient complained of severe left shoulder pain due to straining and was unable to sleep. Non- sustained rv oversensing was observed and programming changes were made. A possible lead revision was suggested. On (B)(6) 2019 the left shoulder pain was resolved. The patient occasionally has cold tingling sensation underneath the left device incision, but no redness of swelling. The rv oversensing was suspected to be malfunction of the lead. However, device interrogation revealed normal device and lead function. Device and lead remain implanted.